Manufacturer narrative:
Analysis of the returned extension model 3708160, serial # (B)(4) showed no anomalies.

Event description:
Information received from the healthcare professional via the manufacturer¿s representative reported that, upon ¿hardly¿ inserting l eads into the extensions, impedance testing found impedances to be ¿extraordinary high in several electrodes¿. The physician then ¿failed to connect lead to extensions¿ and replaced the extensions. It was also reported that there was ¿positioning difficulty.¿ it was noted the extensions were used within the patient. There was no injury (or death) related to the event and the patient status was not as recovered without sequelae. If additional information is received a follow up report will be sent.